Event description:
It was reported that during a lobectomy procedure, after the fifth firing, the jaw would not open. The dr tried to use the manual release button, but still it could not be opened. Finally, the central side was cut after another device was applied and removed the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/14/2008. Info anticipated, but unavailable at this time.